Event description:
It was reported that the right atrial lead dislodged. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however, blood/body fluid was found on all conductors (not obstructed), and there was blood in/on the helix mechanism. The inner insulation kinked and buckled, the outer insulation breached cut. In addition, apparent explant damage was noted. Full lead was returned and analyzed.